Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
It was reported that the patient presented experiencing an acute myocardial infarction. The lesion in the left circumflex artery was de novo with 99% stenosis. The xience xpedition stent was deployed without issue at 10 atmospheres followed by post dilatation. Timi 3 flow was restored with no dissection or perforation, but while the patient was being transferred to the intensive care unit, they went into cardiac arrest and died. Per the physician, the xience xpedition did not cause or contribute to the death. Cause of death was pericardial effusion. No additional information was provided.